Manufacturer narrative:
The device was received with the cannula assembly fully deployed and no issues were observed with the exposed portion of the soft cannula. Inspection of the device did not find any issues that would result in a failure to deliver insulin. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The device was found to function properly.

Event description:
It was reported that a patient¿s blood glucose reached 380 mg/dl while wearing the pod between 36 and 48 hours. The needle mechanism did not fully deploy as intended during activation.